Event description:
Boston scientific received information that this right ventricular exhibited low pacing impedance values during a routine clinical follow-up. The physician elected to surgically intervene and explanted the lead. A non-bsc lead was implanted in the absence of specific adverse effects and the explanted product is intended to be returned for a post market assessment.

Manufacturer narrative:
Once further information is received, a follow-up report will be required.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection noted insulation rupture through to the rate/sense coils in the area 29.1 - 30.1 centimeters from the terminal pin. The ruptured insulation likely contributed to the observed low pacing impedance measurements. Damage to the insulation on the opposite side of the lead from this rupture was also identified. The location and appearance of the noted lead insulation damage is indicative of clavicular/first-rib crush. Resistance testing verified the lead was electrically continuous.